Event description:
The patient contacted animas on (B)(6) 2013 alleging the audio tones no longer work after changing the battery. The patient confirmed the vibratory function was intact. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of auditory function remained unresolved.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/21/2013device evaluation: on investigation the auditory sounds were present during start up of the pump. The auditory alarm settings were set to ¿high¿ and tested with no issues found. An audible alarm test was performed and the audible sounds were above specifications. Investigation was unable to confirm or duplicate the complaint of no sound.